Manufacturer narrative:
(B)(4). Date of event: exact day of the month unknown. Batch # unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information requested but not received: this file was reviewed by a cross functional team during the weekly adverse event review and additional information is requested: can you please confirm that an ethicon stapler was used as the event states ¿medtronic ta¿? What is the product code and lot number of the ethicon stapler? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What was the size and color of the reload? What anatomical structures was the device fired on? Was the device used to close the common opening of the anastomosis? Were other stapling or suturing devices used when creating the anastomosis? Were there any issues experienced with the device in the initial surgical procedure? Was a leak test performed? If so, what was the result? Were there any issues noted with staple formation at any point throughout the care of the patient? How was the leak addressed in the re operation? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? What is the current status of the patient? Was the device saved? If so, is it available for evaluation? (B)(4).